Event description:
Customer reports of not wearing insulin pump for six months and when batteries were changed, customer experienced a blank screen display. Customer's blood glucose was 157 mg/dl. During troubleshooting, customer stated that silver tab on battery cap showed a mark. Customer was advised that battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.